Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module between (B)(6) 2019. The customer provided data for two patient samples with erroneous na, k, and cl results. The erroneous results were not reported outside of the laboratory. The samples were repeated on a second analyzer and these repeat results were believed to be correct. The first sample initially resulted with an na value of 178 mmol/l, repeating with a value of 141 mmol/l. This sample initially resulted with a k value of 6.3 mmol/l, repeating with a value of 5.0 mmol/l. This sample initially resulted with a cl value of 132 mmol/l, repeating with a value of 102 mmol/l. The second sample, from a (B)(6) female patient, initially resulted with an na value of 157 mmol/l, repeating with a value of 139 mmol/l. This sample initially resulted with a k value of 4.7 mmol/l, repeating with a value of 4.1 mmol/l. This sample initially resulted with a cl value of 118 mmol/l, repeating with a value of 104 mmol/l. The patients were not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that the issue was caused by a cuvette rinsing issue. He cleaned and adjusted the rinse mechanism. Calibration and controls were run. The investigation determined the issue was resolved by the service actions.